Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to capture the leaflets appears to be related to patient morphology/pathology due to tissue health issue. The reported tissue injury appears to be due to multiple capturing attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted. To further reduce mr, an additional clip was inserted but after several capturing attempts, tissue damage was observed. Therefore, the clip was removed and the procedure was discontinued. Mr was reduced to a grade of 3+. There were no adverse patient effects and no clinically significant delay in the procedure.